Event description:
It was reported that a pta balloon was difficult to remove. The doctor was going to perform an angioplasty of a total occlusion at the distal sfa. He used a right femoral approach. Once he arrived at the intended site, the balloon would not fully cross the lesion. He was able to pass the .035 wire through. He tried to remove the balloon, but felt it was caught on the wire, so he inflated to 10 atms, using a 60 cc syringe, and held for 30-45 seconds before deflating. In order to remove the balloon and wire, he had to remove with the 6f sheath. The tracking was not tortuous. He lost access and had to reschedule the pt. There was no injury to the pt reported.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unk.